Event description:
It was further reported that the lesion being treated was a 90% stenotic lesion in the slightlty tortuous mid left anterior descending coronary artery. The physician used a 6f 0.15 cm introducer sheath for vascular access and a 6f launcher jr4 guide catheter to cross the lesion. The pt was asymptomatic during this event. The quantum maverick monorail balloon was removed and the procedure was successfully completed by direct stenting the lesion with a cypher stent.

Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/3.25 mm balloon ruptured at 6 atms on the initial inflation. The characteristics of the lesion being treated were not specified. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'